Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a turbo-ject® single lumen power-injectable PICC occluded. A PICC line was inserted into the patient's basilic vein (right arm "above the flexure") on (B)(6) 2020 under x-ray imaging for injection of drugs to treat the patient's staphilus aurus infection. The device was secured to the patient using statlock. After blood sampling in the "ward" on (B)(6) 2020, a thrombotic occlusion was noted in the line. The line was not able to be flushed while the patient was away from the ward, so she was taken back to the ward. The line was ultimately flushed with a 3ml luer locked syringe filled with nacl. No expansion or dilation of the catheter was noted. The line was noted to have "worked well several times" after this. After blood sampling on (B)(6) 2020, the line was again found to be occluded. The line was flushed again with a 3ml luer locked syringe. There was resistance noted and evidence of a "round 1.5cm long" dilation of the PICC line in the vena basilica. There was no patency of the line noted distal to the dilation or vena cava. The line was then removed from the patient. No adverse effects to the patient have been reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation : a turbo-ject® single lumen power-injectable PICC (rpn: upics-5.0-CT-nt-1111, lot number 13358550) was inserted into a 75 year-old female patient's right arm above the flexure on (B)(6) 2020 and secured to the patient using a statlock. The indication for placement of the catheter was for antibiosis against staphilus aurus. On (B)(6) 2020, a thrombotic occlusion was identified after blood sampling on a ward. At another ward, the catheter was flushed free with a 3m luer-lock syringe using nacl. At that time no dilation of the catheter was visible. On the (B)(6) 2020 (after several successful blood samples since the occlusion on (B)(6) 2020), occlusion occurred after blood sampling. During flushing of the catheter with a 3 ml luer-lock syringe, springy resistance was experienced and evidence of an approximately 1.5 cm long dilatation of the catheter in the vena basilica was identified. There was no patency distal to the vena cava and no patency distal to the dilatation. As reported, the patient did not experience any adverse effects. A review of documentation including the complaint history, device history record, instructions for use (IFU), and quality control, as well as a visual inspection of the returned device, was conducted during the investigation. One turbo-ject single lumen power-injectable PICC was returned for evaluation. Upon a visual examination, the catheter was noted to be collapsed 11.5 cm from the hub and was described as ¿smashed flat.¿ biological matter was observed on the device. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for 1358550 found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints reported for this lot number. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information related to the reported failure mode: "precautions if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as possible. Product recommendations catheter size and puncture site preliminary reports indicate that catheter size can influence clotting. Larger diameter catheters have more tendency to promote clots. As reported by amplatz, gianturco and others, (reference 2) clot formation has less relation to type of catheter material than to size of catheter. References 2. Amplatz k. "A simple non-thrombogenic coating". Investigative radiology, 1971; 6:280-289 catheter maintenance.if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should be again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter. Cook peripherally inserted central venous catheters (picss) use care and management guide flushing flush and aspirate for a blood return prior to each infusion. Flush after each infusion in order to clear medications and/or nutrients from the line and flush them into the bloodstream. Flush with preservative-free 0.9% sodium chloride using a 10 ml syringe with a minimum volume equal to twice the internal volume of the catheter system. Flush using a pulsatile technique to completely clear the catheter of any residue. Never forcibly flush a PICC. Resistance to flushing may indicate partial or complete occlusion." Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that catheter maintenance or device access through an unintended use error contributed to the cause of this event. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.